Event description:
During treatment of a infant, an olympic cool-cap system exhibited two shutdowns characterized by a frozen display screen. No audible or visible alarms were observed. Device first experienced this event at approx 24 hours into the 76-hour treatment. System was frozen for 1/2 hour or less before it was discovered. Rectal temperature was 34.4c when the screen froze. Device was rebooted and treatment continued. Prior to completing the treatment, the device exhibited a second frozen screen. The device was again rebooted and used until a second (backup) device could be placed into service. The remainder of the treatment was completed without further incident. There was no pt injury.

Manufacturer narrative:
Cool-cap system is in the process of being returned from the customer in order to undergo testing. (B)(6) will submit a follow-up report to FDA whenever the device investigation / testing is completed.